Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application was not vibrating for a low alert and only had sound. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be determined. A root cause could not be determined.